Event description:
A surgeon reports that following intraocular lens implant surgery, a pt's visual acuity (va) was 20/30 on the first postoperative day. Her va dropped to 20/400 at one week and the pt's husband stated his wife was in constant discomfort. Examination revealed a detached haptic in the anterior chamber. The pt had an excellent outcome following the lens exchange.